Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information was available to the hospital facility. Related manufacturer reference number: 2017865-2020-06179, 2017865-2020-06180, 2017865-2020-06181.